Event description:
It was reported that shortly after ICD implant, during dft testing, the patient had to be externally rescued. An alert message stated no more therapies available. The device went into bvvi mode. After clearing the reset, the device reported low impedance and pocket stimulation. The physician opted to program off the svc coil and replace the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.